Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: reached out to the surgeon again, earlier this week and she stated has been very busy and has not had time to respond to the questions. She is aware and I will continue to follow up for assistance from her on this pc. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. How many days postoperative did the leak occur? How was the leak addressed? Please clarify, did the "bloody bowel movement requiring transfusion" occur during or after the procedure? Please provide a timeline of events. What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open extended right colectomy, the patient developed a bloody bowel movement requiring transfusion. A CT scan was performed and revealed significant pneumoperitoneum. It was reported that the staple line had fallen apart.